Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: the serial number of the device was requested but was not provided, therefore the age of the device is unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s log file was submitted for review due to a no external power alarm. During the analysis, no external power alarms were observed that occurred while the patient was connected to the mobile power unit (mpu). The issue seems to be an issue with the power cord coming loose. There were no other unusual events seen within the log file. No further information was provided.